Event description:
A malfunction was reported on a pump, with no significant events leading up to the malfunction. There was no adverse impact on the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy while waiting for a replacement pump. Technical support agreed to replace the pump, confirmed shipping details, and instructed the customer to return the faulty pump with a pre-paid return label. The customer acknowledged the instructions and understood the procedures for receiving and setting up the replacement pump.